Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) believed the device went off. Boston scientific technical services (ts) reviewed the latinxt transmission, which showed a transmission with no therapies delivered. This device remains in service. No adverse patient effects were reported.